Manufacturer narrative:
Age at time of event: 18 years or older.(B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 6.0mmx40mmx135cm (4f) sterling¿ balloon catheter was advanced to dilate the lesion. The first and second inflation was at 14 atmospheres each. Upon the third inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a 6-40mm mustang balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a sterling balloon catheter. The balloon was loosely folded with blood in the balloon and lumen. Microscopic inspection revealed a pinhole in the balloon material, 5mm distal of the proximal markerband. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 6.0mmx40mmx135cm (4f) sterling¿ balloon catheter was advanced to dilate the lesion. The first and second inflation was at 14 atmospheres each. Upon the third inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a 6-40mm mustang balloon catheter. No patient complications were reported and the patient's status was good.